Event description:
A report was received that during device analysis of the ipg, it was determined that the analog integrated circuit (ic) had damage to the case cell driver node located in the analog ic. The cause of the damage was unknown.

Manufacturer narrative:
(B)(4) device evaluation indicated that during testing, it was determined that the analog integrated circuit (ic) had damage to the case cell driver node located in the analog ic. The cause of the damage is unknown. This damage is unrelated to the complaint as it caused the impedance readings to register as low impedance, instead of high on open channels, and only slightly higher than normal on channels connected to a load.